Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis. Method: no testing methods performed.

Event description:
It was reported that the biomed department states that the nim response 2.0 is working intermittently. There was no patient involvement. No other information could be obtained regarding the malfunction or the specific component of the nim 2.0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.